Event description:
It was noted the patient was not having any increase in seizures related to the current ifi = yes (intensified follow-up indicator) battery status indicator. This is expected as the device would still be delivering the intended amount of therapy. The decoded data was reviewed and on the date of implant the battery voltage was found at 3.276v with only 0.202% battery usage and an impedance value within normal limits at 2564 ohms. The decoder was also reviewed for the patient's office visit which occurred about a year after implant and the battery voltage was found to be 2.682 with 54.596% battery usage. The value of 2.682v is consistent with the ifi = yes flag being set. No known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's battery was low; however, the patient only had surgery about 1 year prior. It was noted the patient was not having any increase in seizures. The patient's generator had been implanted on (B)(6) 2015. A review of the device history record was performed on 12/08/2016 and identified that the generator passed all functional and electrical tests prior to release for distribution.

Event description:
Follow-up was received providing the device was at end-of-service and was turned off, and the patient had been experiencing seizures.